Event description:
It was reported that the patient presented with high threshold. The sensing and lead impedance were in range. Due to the patient's request for a pocket revision, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.